Manufacturer narrative:
Date of event: (B)(6) 2019, medical device brand name: bd venflon¿ pro safety shielded IV catheter, common device name: intravascular catheter, medical device manufacturer: becton dickinson medical (singapore), medical device catalog #: 393227, medical device lot #: 9052959 and medical device expiration date: 2022-02-28. Manufacturing location: becton dickinson medical (singapore) device manufacture date: 2019-03-21.

Event description:
It was reported that during use of the unspecified bd¿ catheter the tip of the cannula broke off becoming separated from the main body of the device when the cannula was removed. The part that was separated remained in the patients vein. The patient was sent to the emergency department where the patient was seen by the vascular registrar. Vascular registrar performed a removal procedure under local anesthetic with patient consent. Visibly intact cannula tip removed from wound. Cannula tip retained. Wound closed and dressed by vascular registrar. Patient was then sent home with no further follow-up needed. The following information was provided by the initial reporter: tip of cannula (approx 4cm) became separated from main body of device, so when the cannula was removed, the part remained in the patients vein. Patient re-attended to the emergency department with pain, cannula tip visualized. Patient seen by vascular registrar. Vascular registrar performed a removal procedure under local anesthetic with patient consent. Visibly intact cannula tip excised from wound. Cannula tip retained. Wound closed and dressed by vascular registrar who was happy for patient to go home with no further follow up needed.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the unspecified bd¿ catheter the tip of the cannula broke off becoming separated from the main body of the device when the cannula was removed. The part that was separated remained in the patients vein. The patient was sent to the emergency department where the patient was seen by the vascular registrar. Vascular registrar performed a removal procedure under local anesthetic with patient consent. Visibly intact cannula tip removed from wound. Cannula tip retained. Wound closed and dressed by vascular registrar. Patient was then sent home with no further follow-up needed. The following information was provided by the initial reporter: tip of cannula (approx 4cm) became separated from main body of device, so when the cannula was removed, the part remained in the patients vein. Patient re-attended to the emergency department with pain, cannula tip visualized. Patient seen by vascular registrar. Vascular registrar performed a removal procedure under local anesthetic with patient consent. Visibly intact cannula tip excised from wound. Cannula tip retained. Wound closed and dressed by vascular registrar who was happy for patient to go home with no further follow up needed.

Manufacturer narrative:
The following field was been updated due to corrected information: b.5. Describe event or problem: it was reported that during use of the bd venflon¿ pro safety shielded IV catheter the tip of the cannula broke off becoming separated from the main body of the device when the cannula was removed. The part that was separated remained in the patients vein. The patient was sent to the emergency department where the patient was seen by the vascular registrar. Vascular registrar performed a removal procedure under local anesthetic with patient consent. Visibly intact cannula tip removed from wound. Cannula tip retained. Wound closed and dressed by vascular registrar. Patient was then sent home with no further follow-up needed. The following information was provided by the initial reporter: tip of cannula (approx 4cm) became separated from main body of device, so when the cannula was removed, the part remained in the patients vein. Patient re-attended to the emergency department with pain, cannula tip visualized. Patient seen by vascular registrar. Vascular registrar performed a removal procedure under local anesthetic with patient consent. Visibly intact cannula tip excised from wound. Cannula tip retained. Wound closed and dressed by vascular registrar who was happy for patient to go home with no further follow up needed. H.6. Investigation: a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter the tip of the cannula broke off becoming separated from the main body of the device when the cannula was removed. The part that was separated remained in the patients vein. The patient was sent to the emergency department where the patient was seen by the vascular registrar. Vascular registrar performed a removal procedure under local anesthetic with patient consent. Visibly intact cannula tip removed from wound. Cannula tip retained. Wound closed and dressed by vascular registrar. Patient was then sent home with no further follow-up needed. The following information was provided by the initial reporter: tip of cannula (approx 4cm) became separated from main body of device, so when the cannula was removed, the part remained in the patients vein. Patient re-attended to the emergency department with pain, cannula tip visualized. Patient seen by vascular registrar. Vascular registrar performed a removal procedure under local anesthetic with patient consent. Visibly intact cannula tip excised from wound. Cannula tip retained. Wound closed and dressed by vascular registrar who was happy for patient to go home with no further follow up needed.